Manufacturer narrative:
(B)(4). The customer returned an ars syringe and introducer needle for evaluation. Visual examination did not reveal any defects or anomalies. The syringe was vacuum tested per inspection procedure by occluding the tip, pulling the plunger back, and releasing the plunger. The plunger did not return to its original position. The plunger was rotated 45 degrees clockwise and the test was repeated. The plunger did not return to its original position again. The syringe was used to draw water from a 200 ml measuring cup. The syringe did not fill completely with water when the plunger was extended to its maximum. A device history record review was performed with no relevant findings. The reported complaint of a leaking ars syringe was confirmed by complaint investigation. Functional testing was performed on the returned ars syringe and it was confirmed that the seal was faulty. A non-conformance request has been generated to further investigate this issue.

Event description:
The customer alleges a leak in the ars during insertion.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges a leak in the ars during insertion.